Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photos. The patient underwent a pump exchange on (B)(6) 2020 (reference MFR# 2916596-2020-04515) and heartmate ii lvas, serial number (B)(6) , was not returned for evaluation as of 19oct2020. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when manufacturers investigation is complete.

Event description:
It was reported that the patient has multiple worn portions along the driveline. Rescue tape has been used along the entirety of the driveline. The silicone covering is completely torn near the controller and at a second spot about 7 inches from the driveline. There are no reported alarms for this event, however it is suspected that it is only a matter of time before the patient has a short to shield. A perc lead repair was requested.